Event description:
Allegedly surgeon stated patient was elderly and non-compliant and removed boot and back slab and walked on foot at 3 weeks post-op. Plate broken but all screws intact. Revised plate to extended plate and screws and casted this time.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is complete. This event occurred in another country.